Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
During quality inspection at the manufacturing facility, it was reported that the core sumex drill had exposed bare copper wires and displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During quality inspection at the manufacturing facility, it was reported that the core sumex drill had exposed bare copper wires and displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the returned device was confirmed to be producing a bias current error. A potential cause for the bias current message was a faulty cable assembly. Additionally, the reported cut in cable that exposed bare wires was confirmed. Dropping, rough handling, and/or contact with sharp corner(s) or sharp edge(s) could potentially cause damage to the cable.